Event description:
Pt in (B)(6) had a successful heart transplant after being implanted with the syncardia temporary total artificial heart (tah-t) for a duration of approximately (B)(6). Upon explant of the tah-t, the right ventricle was observed to have a blood clot between the blood diaphragm and the first intermediate diaphragm. The device has been returned to syncardia and an investigation will be conducted. The pt is doing well.